Manufacturer narrative:
Additional narrative: without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, that the patient underwent for a surgery. During the surgery, the surgeon was performed a l3-5 posterior lateral fusion with bilateral pedicle screws but the tip of the l5 screw was broken off. The instrument was immediately swapped out for a new sleeve and all fragments were retrieved. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown pedicle screws (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) holding sleeve-long for matrix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 03.632.036; synthes lot: h686589; supplier lot: h686589; release to warehouse date: february 19, 2019. Supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the holding sleeve long for matrix was received at us customer quality (cq). Upon visual inspection, a portion of the threaded distal tip was broken off. No fragments were returned. The distal threads also appeared to be stripped. Dimensional inspection: the drawing was reviewed. Measured dimensions: inner shaft major thread diameter = conforming document/specification review: drawing(s) reviewed: (manufactured & current revisions) assembly; inner shaft; iso 965-1. Investigation conclusion: the overall complaint was confirmed as a portion of the distal tip was broken off. Although no definitive root-cause can be determined, there was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.